Event description:
It was reported that during implantation of abg ii, the centraliser in the shaft has come loose and disabled the way. It was possible to place the shaft at the end with a lot of strain. There was a delay of approx 2 min.

Manufacturer narrative:
An event regarding a loose centralizer involving an abgii cemented stem no5 r was reported. The event was not confirmed. Device evaluation and results: not performed as no device was returned. No medical records were provided. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information.

Event description:
It was reported that during implantation of abg ii, the centraliser in the shaft has come loose and disabled the way. It was possible to place the shaft at the end with a lot of strain. There was a delay of approx 2 min.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in a supplemental report. Device was implanted.